Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 22:16:02. During night drain cycle three, the patient's ultrafiltration reading was 1422ml, indicating the patient drained 1422ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The homechoice device received a returned instrument testing evaluation. This evaluation included visual inspection, functional and electrical testing of the device. The increased intra-peritoneal volume event was verified through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.